Event description:
Caller states the lancet does not retract into the soft touch lancet device. No adverse event reported. Requested return of suspect device, however device is unavailable for return. Replacement was sent.